Event description:
It was reported that the lead exhibited a low impedance of 189 ohms. Capture was consistent at 1.75 v. The lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.